Event description:
The following has been reported: nurse stated : rotating luer lock on distal end of ivenic tubing and mircoclave connected to patient peripheral IV became disconnected allowing blood to flow out. Patient had to have a new piv started. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause is a defective or loose rotating luer lock, which may have resulted in the reported defect. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.